Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a single shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the episode and observed intermittent undersensing of the af, which caused ventricular pacing to become greater than atrial pacing and caused this ICD to deliver therapy. Ts recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.